Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt would undergo a lead revision due to the development of scar tissue on the lead site. The physician repositioned the leads and the pt was reportedly doing fine.